Manufacturer narrative:
This report is submitted on august 22, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced pain and persistent infection at the abutment site and subsequently was administered oral antibiotics and steroid injections.

Manufacturer narrative:
This report is submitted on december 10, 2018.